Event description:
The customer reported that the key did not open the lock, and sometimes would not fit into the lock. No pt injury was reported. Eval of the returned product found that the buckle was missing the pin and was hard to close on the webbing.

Manufacturer narrative:
The product was returned for eval. Inspection found that one of the buckles was missing the pin and was hard to close on the webbing. The buckle closed fine without the webbing inserted. The damage to the product indicates abuse related to use of the product. (B)(4).